Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that jaws would not close completely. Visual inspection noted the returned device had a deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the black knob of the back of the handle required more force to be pulled back than usual to open the jaws on the tissue. A new handle was used to resolved the issue and complete the procedure. There was no patient injury.